Event description:
It was reported that during the spinal cord stimulation (scs) trial testing period, the patient experienced numbness and change in strength in her left hand since the procedure. The physician decided to explant the trial leads early to be on the safe side. Postoperatively the numbness as minimally resolved, but not completely. The patient reported a bruise on the outside of her upper arm which she believes to be related to her symptoms. The patient underwent a magnetic resonance imaging (MRI) and there was no evidence of cord contusion or hematoma. The physician assessed that there was no clear cause for the patients symptoms. He felt they were likely unrelated to the procedure or stimulator, and rather symptoms of minor trauma or fibromyalgia. The explanted leads will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 7083853.